Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for distal humeral fracture with the plate in question. During the surgery, when opening the implant, the nurse opened the wrong plate. It was noticed that there was wrong plate used by the surgeon. The operation was completed successfully without any surgical delay. No further information is available. This complaint involves one (1) device. This report is for (1)2.7mm/3.5mm ti va-lcp lat dstl hum pl 1h/lt/69mm shrt-ster. This report is 1 of 1 for (B)(4).